Event description:
It is reported that the articulating surface was revised due to poly wear, pain, and osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.